Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an epicardial ventricular tachycardia ablation procedure, an epicardial air pocket was noted. The sheath was introduced into the epicardial space without any issue. The case proceeded normally with some drifts in the ablation catheter noted during ablation due to fluid shifts throughout the procedure. The case was completed and a follow up x-ray was performed due hypotension which confirmed there was no cardiac effusion; however, an air pocket in the epicardial space was noted. There were no patient consequences due to the air pocket and the sheath was discarded by the hospital staff. The physician was reviewing the case again 14oct2020 in preparation for a follow up ablation on the patient's endocardial space and stated the epicardial air pocket may have been related to a faulty or leaky hemostatic valve of the introducer.